Event description:
As reported in a double-blind survey, respondent twenty-four reported failure of an unknown mynxgrip vascular closure device (vcd) to close properly, despite proper deployment. Conversion to manual pressure required. The device is not available for evaluation.

Manufacturer narrative:
The information provided is from a survey and the survey doesn't provide any contact information to the author to follow up on the events. Therefore, no further investigation will be made. The event date was changed to reflect the aware date as the event date will remain unknown as the information is from a survey. The lot number, catalog number, and facility are all unknown. Complaint conclusion: as reported in a double-blind survey, respondent twenty-four reported failure of an unknown mynxgrip vascular closure device (vcd) to close properly, despite proper deployment. Conversion to manual pressure required. The device is not available for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the nature of the event, the reported customer complaint " sealant failure to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.